Manufacturer narrative:
Concomitant medical products: product ID: bi71000166. A medtronic representative went to the site to test the equipment. Testing revealed that the door would not close completely. It was found that the door switch failed and was not functional. The door switch was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intraoperatively during a sacroiliac and thoracolumbar procedure. It was reported that the system door was closed but the site was getting the door open message. They attempted to push on the system to get the sensors tripped but it did not resolve the issue. The use of imaging and navigation were aborted. There was a surgical delay of less than one hour. There was no impact on the patient outcome.